Manufacturer narrative:
An event of "the radio-opac distal part of the flexnav delivery catheter hooked the stent while be retracted" and resulting valve migration was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, 25mm portico tavi valve was chosen for procedure in a patient's native valve with severe calcification. Annular sizing was noted as in the range but exact numbers were not available. During the procedure, the distal tip was pulled back, hooking the stent. The valve jumped over the annulus and the valve was implanted too high. Paravalvular leak (pvl) was noted. There was no resistance felt with the deployment of the valve. There were no difficulties in deploying the valve. The valve was never re-sheathed. The radio-opac distal part of the flexnav delivery catheter hooked the stent while be retracted, the portico valve was in a high position so it jumped from the annulus. The patient did no experience any symptoms. The patient did not have an acute aortic angle. Snaring of the valve was not attempted. The patient did not have a hypertensive spike or pulmonary hypertensive episode. The valve did not block a coronary artery. A second, 25 mm portico was implanted successfully to treat the patient's pvl. It was noted that the final implant depth of the 2nd portico valve was optimal. The procedure was successful, no patient consequences to the patient. The patient remained hemodynamically stable throughout the procedure. No additional information provided. Imaging and operative notes were requested but not available.

Manufacturer narrative:
An event of "the radio-opac distal part of the flexnav delivery catheter hooked the stent while be retracted" and resulting valve migration was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, 25mm portico tavi valve was chosen for procedure in a patient's native valve with severe calcification. Annular sizing was noted as in the range but exact numbers were not available. During the procedure, the distal tip was pulled back, hooking the stent. The valve jumped over the annulus and the valve was implanted too high. Paravalvular leak (pvl) was noted. There was no resistance felt with the deployment of the valve. There were no difficulties in deploying the valve. The valve was never re-sheathed. The radio-opac distal part of the flexnav delivery catheter hooked the stent while be retracted, the portico valve was in a high position so it jumped from the annulus. The patient did no experience any symptoms. The patient did not have an acute aortic angle. Snaring of the valve was not attempted. The patient did not have a hypertensive spike or pulmonary hypertensive episode. The valve did not block a coronary artery. A second, 25 mm portico was implanted successfully to treat the patient's pvl. It was noted that the final implant depth of the 2nd portico valve was optimal. The procedure was successful, no patient consequences to the patient. The patient remained hemodynamically stable throughout the procedure. No additional information provided. Imaging and operative notes were requested but not available.